Event description:
As reported through the (B)(4) program, the swan-ganz catheter "would not passively deflate" during pre-use testing. Attempts to clarify if the syringe was removed from the catheter, as instructed in the IFU, were not successful. The conditions of use remain unknown. It was also noted that although the catheter passed in-vitro calibration, they were unable to "zero properly" and "the catheter would read high pressures outside of patient. A new catheter was obtained and used without difficulty." There was no harm to the patient."

Manufacturer narrative:
One swan-ganz catheter was received with an attached monoject 1.5cc limited volume syringe, cal-cup, and attached non-vented cap on the proximal infusion hub. Clamp marks were found on the pa distal hub. Examination revealed that the balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The balloon deflated in 2 seconds without the syringe attached, which is within the allowable specification. The balloon failed to deflate fully with the returned syringe attached. Without the return of the pressure monitoring unit, the report of high pressure readings could not be confirmed. All through lumens were patent without any leakage or occlusion. There was no visible damage observed on the catheter body or the returned monoject 1.5cc limited volume syringe. The complaint was not confirmed and no manufacturing nonconformances were identified during the evaluation. A review of the manufacturing records indicated that the product met specifications upon release. Although the balloon may deflate with the syringe attached, the catheter was designed to be passively deflated with the syringe removed. All swan-ganz ifus instruct the clinician to "passively deflate the balloon by removing the syringe from the gate valve". After deflation, the syringe should be re-attached to the gate valve. The friction between the syringe barrel and plunger may be too great for the elasticity of the balloon latex to overcome; therefore, this is not a reliable method for deflation. No actions will be taken at this time. (B)(4).